Event description:
During a remote follow up, episodes of noise were noted on the right atrial (ra) lead. The ra lead was capped and a new ra lead was placed to resolve the event. The patient was stable.